Event description:
Patient presented to the physician with swelling at the chest incision site. Physician brought the patient into the or, and upon surgical exploration, it was observed that the ipg had flipped within the pocket, resulting in site irritation and the development of a seroma. Physician repositioned the ipg, irrigated the pocket with saline, applied betadine to the area, added additional sutures to secure the ipg, and closed. Antibiotics were administered during the procedure.